Event description:
The physician reports that the crystalens fractured upon insertion. Additional information was requested from the physician; however, no further details were provided.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusal findings.